Event description:
It was reported that during an arthroscopic knee surgery the tubing has stopped regulating the pressure and it appeared that the pressure regulator (black tube) may have burst or failed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.